Manufacturer narrative:
During investigation of the monitor a reportable malfunction was found. The rear response button was not functional. The cause for the failure was caused by the rear response button dome contaminated. The root cause of the contaminated switch is liquid ingress of an unknown contaminant. Lifevest patient training materials have been updated as a reminder not to expose lifevest electronic components to liquid. No adverse event resulted from the damaged monitor.

Event description:
A us distributor reported that a monitor's response buttons are intermittent.